Event description:
During a bowel resection, it was noted that the previously implanted kugel patch had a one cm protrusion of the ring. The ring was removed and replaced with another patch. Broken piece was found within adhesion and protruding through peritoneum. Per conversation with risk mgmt at hospital, pt was having surgery non-related to any issues with mesh. Surgeon and hosp felt this event was incidental. Nos sample was retained.

Manufacturer narrative:
The subject product has not been returned for eval. Therefore, no conclusion can be drawn.